Event description:
It was observed during the investigation of this event that the product label was expired. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was observed during the investigation of this event that the product label was expired. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.